Event description:
It was reported that during a ptca/ stenting treatment procedure, the express2 monorail coronary stent did not fully deploy, and the balloon of the stent delivery system became stuck in the stent. The lesion being treated was a 100% stenotic lesion in the mid third of a tortuous diagonal branch of the left anterior descending coronary artery. A right femoral vascular access site was used, and the vessel diameter was 2.75 mm. A 2.5 x 9mm balloon was inflated four times to 13 atms to pre-dilated was 2.75 mm. A 2.5x9 mm balloon was inflated four times to 13 atms to pre-dilated the lesion. The express2 monorail stent was advanced and deployed in the target lesion, however, after several insufflations, could not be completely expanded. When attempts to withdraw the delivery system were made, it was noted that the balloon was stuck in the stent. Attempts to free the balloon and withdraw the delivery system were unsuccessful. The pt suffered an acute myocardial infarction during this event, and required emergency heart surgery to remove the stent and delivery system. The pt was unable to recover from this event, and died an unknown period of time later.

Event description:
It was further reported that the pt also had a lesion in the right coronary artery and a serious compromise of coronary perfusion. The physician used a 6 fr introducer sheath for vascular access, a 125 centimeter guide catheter and a ptfe 185 centimeter guide wire to cross the lesion. It is noted that difficulty was encountered when advancing the express2 monorail stent across the lesion. The balloon of the stent delivery system did not inflate evenly, and the stent did not expand uniformly. The balloon was also slow to deflate, however deflated fully. Attempts to remove the delivery system from the patient by pulling forcefully resulted in a `rupture' of the delivery system catheter. Open heart surgery was performed to treat the lesions and remove the stent. The patient died one day after this event.